Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, the patient felt chest pain whenever the right ventricular (rv) lead was paced. The rv helix was retracted and the lead was left active in the same location. There were no patient consequences. On (B)(6) 2020, during a device change out due to elective replacement, the rv lead was capped since the physician believed the lead was making contact with the pericardium. The patient was stable before, during, and after the procedure.